Event description:
It was reported that a pt's settings were found to be different from what was intended at a routine office visit. The pt was reprogrammed to the correct settings. A copy of the flashcard was received and reviewed by the MFR. During review, it was found that a final interrogation was not performed following a systems diagnostic test on (B) (6) 2008 to ensure that the pt was at the correct settings prior to leaving the office. The physician has been instructed to perform final interrogations prior to pt's leaving the office to ensure the programmed settings are correct.